Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, black particles and broken shell. A visual and microscopic analysis was performed which identified broken crease sharp, stress marks and crease fold. Base on the device analysis the final assessment is an opening crease sharp on radius due to fold flaw opening.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.